Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting shocked by their system and could not identify a pattern for when it occurred. Impedance check revealed greater than 10,000 ohms on electrode 3. The program was utilizing that electrode. The patient was advised to turn the device off but the patient did not want to because they had trouble getting it to come back on. The amplitude was turned down but the patient reported they still had the shocking sensation at the lower amplitudes. The device was reprogrammed to no longer utilize electrode 3. The patient still experienced shocking at random times. No further complications were reported.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and the patient. It was reported the cause of the impedances was unknown. No additional actions were taken and the rep advised leaving the system off. The patient and provider were considering a revision, but no decision has been made. The patient called and said she started feeling shocks about a month prior to the report. It was mentioned she fell twice and hurt her face on one of the falls. The patient said she met with a rep and that one of her leads was "messed up" and it was shocking her. After the rep reprogrammed the device, the patient put her foot on the pedal in her car and felt shocking again so she turned the intensity down so she was getting almost nothing in paincontrol. The stim was then turned off, but the patient said for the last 3 days her stim was turning off and then it comes on in the middle of the night and shocks her. The patient then gets comfortable, but stim turns back off. She has been sitting in a chair for the past 2 days and the stim hasn't come on. The patient mentioned she was hurting "so bad". No further complications were reported.